Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending (lad) artery. After a non-bsc guide wire cross the lesion, a 2.00mm x 9mm maverick²¿ balloon catheter was advanced for dilatation. However, on unspecified inflation and atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 92cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination of the balloon revealed a pinhole in the balloon wall .5mm from the distal end of the proximal markerband. There was balloon material lifted around the pinhole with scratches. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending (lad) artery. After a non-bsc guide wire cross the lesion, a 2.00mm x 9mm maverick²¿ balloon catheter was advanced for dilatation. However, on unspecified inflation and atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).